Event description:
It was reported that the "backrest drifts down under static load". Based on the info from the customer, a pt was not involved and there are no adverse consequences that occurred in this event.

Manufacturer narrative:
Device evaluated by distributor. Fowler.